Event description:
(B)(4).

Manufacturer narrative:
The biomed was going to check the interface cable with the gas monitor and call us back if that does not resolve the issue. Followed up with the customer and left a message, but we have not heard back from the customer yet.